Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient¿s health care provider reportedly saw the patient on (B)(6) 2017 due to a hyperglycemic event a few days prior. No blood glucose measurement for this event was available. The reporter stated that the basal history in the pump showed the patient had stopped using the insulin pump on (B)(6) 2017. The reporter stated the patient had a high blood glucose level without a reported level, but the total daily dose history showed that the basal delivery on (B)(6) 2017 was higher than the basal program amount. The basal program was a total of 14.20 units for the day; however, the amount of insulin received for the basal on (B)(6) 2017 was 26.543 units. Therefore, per this data, the patient received more insulin than was programmed, which would have resulted in a low blood glucose level. The reporter did not report any time/date issues. The basal history in the pump showed record #9 with a basal rate of 0.750 units at 12:06 am on (B)(6) 2017; record #10 with a rate of 0.000 units at 12:00 am on (B)(6) 2017 and record #11 with a rate of 0.000 units at 8:02 pm on (B)(6) 2017. No adverse event is being reported as the alleged blood glucose excursions do not meet animas¿ criteria of a reportable adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: the recorded total daily doses appeared to be inaccurate due to the time and date being set incorrectly after a pump reboot event. This caused multiple alarms for exceeding the maximum amount of insulin per day to occur. The pump was able to perform the prime steps with no issues. The pump was exercised for 24 hours with no issues observed. The alleged issue could not be duplicated during the investigation. The display screen was dim and discolored. The battery compartment was found to be cracked.